Manufacturer narrative:
(B)(4). Date sent: 3/18/2021. Additional information was requested, and the following was obtained: did the device start to deploy staples and cut but could not be completed (partially fire)? Yes. The process started and locked about 1.5 cm from the start of the jaws. Could you please provide more details how was the device removed? In both cases the surgeon had to use an ortho knife to unlock the device. He first cut the around tissue with an harmonic device to create a tension-free space. He then inserted the blade of the knife and, with rotating movements, was able to unlock the jaws and tissue (all the more retained since he uses gst). What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? All the steps have been carried out, without success: usual technique to open, remove and replace the battery, push the reverse button, use of the manual override. Hence, use of an ortho box to try to solve the problem. Was there any change in the procedure? No change in pre or post operative.

Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished lot device number, and no non-conformances were identified. Additional information was requested, and the following was obtained: no patient consequence. Post op monitoring. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: for "signs of weakness for the battery when stapling", please provide more details? Did the device complete the firing? Did the device fire too slowly/fast or was it difficult to squeeze the firing handle? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Could you please clarify the statement you made regarding "post op monitoring"? Is the patient hospital stay typical for this procedure? Or was the patient's hospital stay extended? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that the forceps got stuck in the closed position after showing signs of weakness for the battery when stapling. The manual opening was not possible. There are consequences on the patient. The lung parenchyma got stuck in the forceps inducing a tear. Spare device used to finish the procedure. Delay reported, no precision given to know how many minutes but this issue cause an extension time of the procedure, and a break of the procedure for the surgeon and the medical staffs. The event is considered as isolated and minor case. No more information available.